Event description:
Customer stated that the insulin pump was not delivering the correct amount of insulin. The blood glucose reading are over 200 mg/dl. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing furthe reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.